Manufacturer narrative:
New information: a1, b5, b3, g3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, the docking station became warm and emitted a burnt smell at the power supply connector when used with a new monitor. The new monitor was reported having no display load. There was no patient involved.

Manufacturer narrative:
Concomitant product: pmb4000ceifu-we, pmb4000ceifu-we bis mon-IFU w europe, j772533014 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the docking station became warm and emitted a burnt smell at the power supply connector when used with a new monitor. The new monitor was reported having no display load. The circumstances and timing of the issue were not specified, and it remains unknown whether there was any patient involvement or resulting complications.